Event description:
Lifepack viii external pacemaker with quickpace patches attached to patient to correct bradycardia. Attempt to cardiovert after displaying v-tach without switching modes, but quickly corrected and code completed with zoll defibrillator. Patient expired in spite of intervention because of age and other physical factors. Life pack viii impounded and checked with no malfunctioninvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.